Event description:
It was reported that the suture sleeve was missing from the lead packaging. The right ventricle lead was not implanted and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was suture sleeve missing from the lead packaging. As received, a complete lead was returned in two pieces with the helix found retracted and clogged with blood/tissue. The lead packaging was not returned for analysis, and the suture sleeve was not located on the lead. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. A review of the autopack image verified that no lead components were missing from the packaging.